Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4) for information regarding the patient's other lead please refer to manufacturer report # 6000153-2016-00619.

Event description:
A healthcare provider via a manufacturer representative reported that the patient's leads had migrated which was found by an x-ray. The patient was experiencing rib stimulation due to the lead migration. The leads were revised and re-anchored and the issue was considered resolved at the time of the report. The patient was implanted for spinal pain.